Event description:
Philips received a complaint reporting the blower of the v60 ventilator was operating at a higher speed than expected. The device was not in clinical use. There was no report of harm; there was no patient or user impact. The device was out of service for preventative maintenace (pm) service. The device did not meet specification for intended use and was not returned to service. A philips authorized service provider (asp) evaluated the device and reported the blower went into a high speed which was above the expected limits during testing. The asp determined the device required replacement of the blower and the motor control (mc) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and reported the blower went into a high speed which was above the expected limits during testing. The asp determined the device required replacement of the blower and the motor control (mc) printed circuit board assembly (pcba). The asp replaced the blower assembly and the mc pcba to resolve the blower speed error once customer approval was received. The device was verified as operational with testing after repairs were completed and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.